Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The Production and Traceability Record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
The patch was implanted in (b)(6) 2025. During the postoperative course, a very significant dilation of the patch was noted, which is now bulging into the RV outflow tract. This requires a surgical re-intervention to replace the patch. No other complications or injury were reported.